Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device display an error 1871. The product fault occurred during testing.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the rear/front housing were cracked on the top/bottom corner and the downstream sensor and upstream sensor seal were contaminated. The event history log confirmed error 1871 occurred. Functional testing was able to replicate the reported issue; found a broken wire on the optical switch and also found rear/front housing were non-OEM. The most probable root cause was determined to be the broken wire on the optical switch and the non-OEM rear/front housing. The device was not repaired due to the non-OEM product. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.